Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Needle was broken at suture swage and had marks on the opposite side of loading slots. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Replication of the improperly loaded needle may occur if either the endo stitch dlu or the endo stitch suturing device is held with the printed information facing down when the needle is loaded in the device. In this situation, marks will occur on the opposite side the loading slots of the needle. The root cause of the observed damage was misuse of the product (obstruction) which would have caused or contributed to the reported incident. However, the investigation detected a secondary misuse of product (improperly loaded needle). This secondary condition may have had a relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracic procedure, the device would not toggle in the second reload. It loaded the first reload without problem, when second reload was loaded with difficulty, the device would not open and appeared to be jammed. To complete the procedure, they opened a new device. There was no patient injury.